Manufacturer narrative:
The device remains implanted in the patient and will not be returned for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
An ovation prime endovascular sealing system was implanted to treat an abdominal aortic aneurysm. During a routine follow up, sac growth was discovered with no endoleak present. Sac growth was approximately 51mm to 65mm equaling 14mm growth. A CT was preformed and there was still no endoleak present. On (B)(6) 2018, a non-endologix stent was implanted to resolve the sac growth. The patient was reported as doing fine post-secondary procedure. No additional event or patient information was provided.

Manufacturer narrative:
An evaluation of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. Requests were made and inadequate response was received. As such, event determination, off label conditions, related patient harms and patient disposition could not be independently assessed. The review of manufacturing lot confirmed all devices met specifications prior to release. No additional investigations of this reported complaint are planned, endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.